Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No parts were replaced and no sample was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during vitrectomy surgery, a system message displayed and the system shut down. The system was restarted and after a 15 minute surgical delay, the surgery was completed with the same equipment. There was no known pt harm. Additional info was requested.